Manufacturer narrative:
(B)(4). Postal code (B)(6).

Event description:
It was reported that, after surgery had been performed on (B)(6) 2011, the patient experienced a dislocation. Therefore, a revision surgery was performed on (B)(6) 2021 in order to solve this adverse event. The current health status of patient is unknown. The surgeon says the devices were not defective.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested clinically relevant information, the root cause of the reported dislocation cannot be definitively concluded. The patient impact beyond the dislocation and revision cannot be determined. Therefore, no further clinical/medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.